Event description:
A physician reported to baxter an issue of a leaking uv flash transfer set found during use. The physician found a crack on the tubing of transfer set while connecting by use of the clean flash. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. Since the lot number is unknown, no batch review will be performed.a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter received one used set with no cap on spike (loose in pouch) and no cap on patient connector. It was functionally hand tightened with a lab titanium adapter without difficulty. Set was tested underwater at 8 psi with leak noted from cut approximately 1.5 inch from sleeve in closed position. The complaint was confirmed in the lab for leak during sample evaluation. The cause was undetermined.